Event description:
This is a case report received on january 22, 2010 by baxter (B) (4) from a pharmacist of (B) (4)e. Reportedly, on (B) (6) 2010, a female patient had the bladder chamber on two baxter intermate devices rupture. According to the reporter, the patient was receiving an infusion of amyklin when the bladder ruptured during the infusion. The reporter stated that the second episode of bladder rupture occurred while the patient slept. The patient observed the rupture when she woke up and found that her implantable chamber was occluded. The patient had to be hospitalized in order to lyse the clot. The clot has been dissolved and it was not necessary to change the patient chamber. Additional information received on february 10, 2010 indicates that the event occurred during the night between the (B) (6) and (B) (6) of (B) (6). The bladder burst at the end of the infusion and there was no more liquid in the devices. The devices were installed by a nurse at the patient's home. A sample is available for evaluation and will be sent to baxter.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an endoscopic retrograde biliary drainage (erbd) procedure in the severely curved bile duct of a male patient (patient age and weight are unknown). During the procedure, the physician met resistance as the guide catheter was retracted. The guide catheter became stretched and tore. The broken pieces of the guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
(B) (4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 17.0 mmol/l, 11 mmol/l, and 7 mmol/l on the aviva system. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
(B) (4). Evaluation summary: the actual sample involved in the incident was received for evaluation. Visual examination of the sample confirmed a ruptured reservoir in a footed position. No other observation was noted on the sample.

Manufacturer narrative:
(B) (4). A manufacturing batch record review was performed for the involved lot. No information pertinent to the reported condition was discovered. The lot met the acceptance criteria for release. There is an ongoing CAPA investigation, (B) (4) associated with this report.